Event description:
During an open reduction and internal fixation (orif) of the patient's acetabulum, the zimmer drill was put over a guidewire just past the fracture site and the drill tip broke off into the patient's bone.